Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury per the physician was due to the implanted clip. A cause for the unchanged tr, however, cannot be determined. Tricuspid regurgitation and tissue damage/injury are known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, large coaptation gap, and tethered septal leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. A triclip xtw (40923r1118) was then inserted and deployed on the tricuspid valve. However, post deployment, a leaflet was observed to ruptured. The clip was noted to be attached to both leaflets. A triclip xtw (40917r1023) was then inserted, and grasping was performed. However, the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient. No additional clips were implanted, and tr remained at a grade of 5. There was no clinically significant delay in the procedure.